Manufacturer narrative:
The customer's calibration and qc were acceptable. A photometer check was inconspicuous. The alarm trace from the analyzer demonstrated multiple alarms for insufficient sample and abnormal aspiration on the date of the event. The facts that fibrin debris was observed in some sample tubes and that multiple abnormal aspiration alarms were received are consistent with a preanalytical issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of questionable gluc hk gen.3 (glucose) results for multiple patients run on a cobas 8000 c7012 analyzer with (B)(4). The initial reporter provided results for 2 samples. For sample 1 the initial glucose was 11 mg/dl with a repeat of 95 mg/dl. Sample 2 had an initial glucose of 23 mg/dl with a repeat of 102 mg/dl. Sample 2 was rerun in the same primary tube without examination or recentrifugation. The initial reporter stated the issue is recurrent but random. She also said that the samples are stored at room temperature, 26-31c, and that fibrin has been observed in some sample tubes. She noted that a water hose from the osmosis unit was contaminated. No incorrect results were reported outside the laboratory.